Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient was experiencing shock and pain.